Event description:
The user came to the hospital with a report of road traffic accident on (B)(6) 2026. After the incident, there was bleeding from the right ear which was promptly shown to an ent surgeon. There was bleeding from lower and posterior tympanic membrane. Post this incident, the child has not been able to hear anything on the right ear. Further proceedings are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the information received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Further steps are currently unknown. This is a final report.

Event description:
After a traffic incident, there was bleeding from the right ear and from lower and posterior tympanic membrane. Post this incident, the child has not been able to hear anything on the right ear. Further proceedings are currently unknown.